Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm determined k7 solenoid was not opening and replaced the drive manifold. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that when receiving the patient from the ccl, the cardiosave intra-aortic balloon pump (iabp) made a noise and only a blue screen was visible. No patient harm, serious injury or adverse event was reported.